Manufacturer narrative:
The device history record confirms that the product passed and met all requirements before releasing. Patient was given antibiotic crème and silvadene as preventative medication. Post treatment guidelines were not followed since patient traveled to a warm climate immediately post treatment and submerged the treated area into ocean water. Site advised patient to cover the treated area with bandage and apply protective ointment, but patient did not follow post care instructions. Labeling instructs: wash the treatment area gently with soap and water. Do not soak. Failing to follow posttreatment instructions could increase risk of adverse effects. On (B)(6) 2023, patient was admitted to the hospital and given rocephin IV and clyndamicin. Due to the patient receiving medical intervention, this event is reportable.

Event description:
It was reported that patient experienced a blister on the right ankle following a laser tattoo removal treatment using picosure pro. Blister occurred 2 days post treatment.